Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
On 2016-09-01: it was further reported that the device was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was "pausing before kicking in" and that the battery was low. Follow up was conducted with the physician and no information was provided. No patient complications have been reported as a result of this event.